Event description:
Symptoms/ae: thrombosis causing occlusion, claudication. Time of symptoms/ae: post vessel closure. It was reported that a physician trained in the use of the perclose a-t device achieved arteriotomy closure of the common femoral artery (cfa) after a diagnostic carotid angiogram. Eight days after the vessel closure procedure, the pt experienced pain reportedly caused by claudication. Surgical exploration revealed that the perclose a-t knot was found to have been advanced intra-arterially with the two suture limbs extending through the vessel lumen and out through the arteriotomy. The knot was resting on the intima of the cfa back wall fully 1cm "upstream" from the arteriotomy site. The knot and two suture limbs reportedly caused thrombus to accumulate at the site. After an open vessel cut down, the perclose suture and knot were removed, thrombectomy was performed and a patch graft placed to repair the artery. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.